Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge multiple times, and continued insulin usage. Customer declined further assistance for recurring occlusion issues, and cts closed the case.